Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on (B)(6) 2022, a zta-p-28-109-w device (lot e4217543) was used for treatment of aortic aneurism. As per reported information, the graft was fully deployed and the customer was withdrawing the dilator to insert a pig tail (catheter). While the customer was pulling the dilator out (it was past the bottom / distal part of the graft), it was noticed the sheath came back too far, and the sheath was pushed back in. When it was pushed, it looked like it caught the bottom of the fabric of the graft and pushed the distal end of the graft up, therefore losing distal seal. The customer noted that the trigger wire must have not been fully withdrawn. As per the cook representative¿s impression, the nose cone was at the bottom of the graft when this happened. If the trigger wire was still constrained to the graft, it would have pulled the graft down, not push the distal end upwards. No troubleshooting was performed. An additional device of the same type was placed for extension. No adverse effects to the patient was reported due to this occurrence. It is unknown if the proximal displacement of the distal end of the device led to endoleak or was limited to inadequate seal length. A zta device was returned without sheath, shipping stylet and stent graft, which underwent evaluation. As per evaluation, the sheath was not returned for evaluation. The device evaluation showed that the blue rotation handle on the returned device was fully rotated to stop. Additionally, no nitinol wires, or steel wire were visible from the uat and the gray positioner attachment. This indicates that all wires are fully withdrawn when the rotation handle is rotated to stop. A preoperative CT study dated 12apr2022 was received and underwent review by an experienced imaging reviewer. As per imaging review, the complaint of the distal zta graft migrating proximally and losing distal seal is not demonstrated in the imaging provided. As per impressions of the imaging reviewer, ¿according to the complaint report, the zta graft was fully deployed prior to the issue described, so this is unlikely to be a deployment issue. There is no evidence from the information or preoperative imaging provided to suggest that this was due to a deployment issue. There are no anatomic concerns on the imaging provided that would lead to the issue described. The proximal migration of the distal zta graft is likely due to advancement of the sheath without the dilator tip in proper position, resulting in the sheath catching on the distal graft and pushing it up.¿. Review of relevant sections of the device history record did not provide evidence that the device was manufactured outside of specifications. There were no notes of nonconformances in the device evaluation. Based on the provided information, review of imaging and evaluation of returned device, it is assessed that the most likely cause of the proximal displacement of the distal end of the stentgraft is due to unintended excessive re-advancement of the sheath during retraction of the introducer. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the device would not fully deploy. After the graft was fully deployed the physician was trying to walk the dilator out over the wire however when he was walking it out the sheath was coming out of the groin so he push the sheath back up and I believe he hit the bottom of the stent and push the distal end of the graft up, therefore losing distal seal. There was zero troubleshooting done. The graft was fully deployed not related to the malfunction in my opinion. He was withdrawing the dilator to stick a pig tail up. While he was pulling the dilator out (it was past the bottom / distal part of our graft). We noticed the sheath came back way to far so he just pushed the sheath back in. When he pushed in it looked like he catch the bottom of the fabric of the graft and push the distal part upward therefore incepting the bottom part of the stent. He said that the trigger wire must of not been fully withdrew. However the nose cone was at the bottom of the graft when this happened. If the trigger wire was still constrained to the graft, it would of pulled the graft down when we did this not push the distal end upwards. There is fluoro recorded, however they run that shows the first graft problem was never saved or a dsa run was never taken. He just put the second piece in. Patient outcome: the patient require an extension of the graft. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.